Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w ,lot# l46991, implanted: (B)(6) 1997, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was post laminectomy pain, failed back surgery syndrome, and spinal pain. It was reported that on (B)(6) 2016 the catheter was sliced/cut during a laminectomy procedure. They were planning to revise it during the same procedure. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.